Event description:
This is a case, which was reported to baxter (B)(4) on 6 nov., 2009. (B)(4) the complaint was received from technical service and refers to colleague single channel infusion pump on serial number (B)(4). The reporter states that the pump had error codes 810:11 and 810:04. The hospital biomed was unsuccessfully calibrating the air in line and replaced the pump head module, after this the channel open button did not work. The occurrence date is (B)(6) 2009. No patient injury has been reported. Sample is sent to (B)(4) by technical service in (B)(4).

Event description:
It was reported that the intraocular lens was explanted, due to the patient's unexpected post operative refraction. The replacement lens was implanted in the sulcus without complication.

Manufacturer narrative:
(B) (4)this device has been received in baxter's product analysis lab and is being evaluated. A follow up report will be submitted once the evaluation has been completed.

Event description:
On september 18, 2009, a baxter service representative notified corporate product surveillance that on the evening of (B) (6) 2009, the facility has a syndeo syringe pump that experienced a possible overinfusion of morphine during patient use. There was not patient injury associated with this event according to the hospital representative.

Manufacturer narrative:
A baxter service technician evaluated the pump and could not confirm the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B)(4). In the initial medwatch report, 6000001-2009-01007, (B)(4).